Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2008. The surgery was performed without complications. According to the complainant, at some point after her discharge, the patient began experiencing pain and repeated bladder infections. On or about (B)(6) 2010, she underwent corrective surgeries to address her complications. However, after the revision surgery, she experienced increased pain and discomfort due to the fact that the mesh had eroded into her bladder and could not be fully removed. All other information, including the patient's current condition, is unknown and reportedly unavailable.